Event description:
A customer reported that a pt experienced endophthalmitis following intraocular lens implant surgery, in the right eye. Subsequently, the pt was treated with medication and a vitrectomy was performed. The outcome of the event is reported as "resolved." This is the second of two medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).